Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri). There is a concern that the battery depleted earlier than expected. At explant, the device was at end of life (eol). The device will be returned for analysis.